Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open procedure, the device locked on the vessel and was difficult to remove. The surgeon removed the device with great care so as not to tear the vessel. This lead to lost of time. It was also noted that the clip had poor formation. A competitor's device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially applied with eighteen remaining clips. The ratchet function was engaged. The distal end of the channel cover was intact. Microscopic inspection of the jaws revealed acceptable jaw co-planarity. One partially formed clip was jammed in the distal end of the channel. The handles were on ratchet. Functionally, the handles were squeezed to complete the firing cycle. The partially formed clip was removed. The instrument was cycled to load a clip and the ratchet system was not functioning properly. The ratchet function was disengaged. The instrument was first test fired once in air so that the clip formation could be observed. The remaining clips were fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position. Each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. The instrument was disassembled to inspect the internal components and the ratchet system was damaged. It was reported that the device was locked on the vessel and was difficult to remove. It was also noted that the clip had poor formation. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur when an attempt is made to fire the instrument without fully releasing the handle after the previous firing. When the full firing stroke is not completed, the next clip is not loaded into the jaw and any subsequent firing attempts cause clips to jam in the channel. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. Failure to squeeze the handle as far as it will go may result in clip malformation and possible bleeding or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.